Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 8/00. Four days later consumer sought medical treatment for pain and swelling at the piercing site. The earring was removed and consumer was placed on oral antibiotics for one week. Four days later consumer had incision and drainage of the site and received at home IV antibiotics for four days.